Event description:
The user had stopped hearing with the device after a head trauma occurred in late 2021 and channels with abnormal impedances were found. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. Other damages found during device investigation are most likely related to the explantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user had stopped hearing with the device after a possible head trauma that occurred in late 2021 and channels with abnormal impedances were found.the user was re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to confirm an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user had stopped hearing with the device after a head trauma occurred in late 2021 and channels with abnormal impedances were found. The user was re-implanted.